Manufacturer narrative:
Additional narrative: it was reported that on (B)(6) 2011 the patient underwent urethrolysis and sling incision due to urinary retention and bladder neck obstruction related to prior sling implant in 2008.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and (ams) sparc sling system and another mesh were implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Per implant report on cd, a mesh was wasted. No additional information was provided.